Manufacturer narrative:
(B)(4)

Event description:
Information received from the patient via the manufacturer's representative reported that during normal usage of their implantable neurostimulator (ins) it would get very hot to the point of being painful. It was noted that the patient had gained weight and that the ins battery was more mobile. An impedance check was normal. The patient had normal coverage of the stimulation with no changes reported. The healthcare professional (hcp) was made aware of the issue and they instructed the patient to use the device sparingly. An appointment was scheduled with their doctor for consultation. No surgical interventions had occurred. The patient status at the time of report was noted as alive no injury. The indication for use for the implanted device was noted as non-malignant pain. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be undated.